Event description:
Per the clinic, the patient experienced an infection at the incision site (specific date not reported) and was treated with IV antibiotics for a duration of 6 weeks (specific date not reported). However, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2021 and the patient was treated with oral antibiotics (specific date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report.